Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the insulin pump would shut off when the customer attempted to raise or lower their insulin. Customer's blood glucose was unknown. Troubleshooting did not occur because the caller did not have the insulin pump present. The insulin pump will not be returned for analysis.